Event description:
It was reported that a high blood glucose event occurred, but the specific cause was unknown. The customer did not perform a blood glucose test but reported a high reading on a device, and there was no indication of severe impact as normal assistance was received. The customer corrected the high blood glucose level with a bolus via the pump and was advised to consult their healthcare provider and contact technical support for further troubleshooting if necessary.